Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during operation of the equipment, the tool mark flashed slowly, and the obstruction alarm lit up, causing the equipment to stop functioning. This occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. The customer's reported problem were verified by functional testing. The red cable on the thermistor printed circuit board (pcb) was broken. The new l1-hoses were replaced to correct the issue.